Event description:
A caller reported a malfunction on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helping with the reset process. The malfunction code did not recur after the reset, and the customer was instructed to contact support if it happened again. The caller decided to fill a new cartridge and load it onto the pump independently.